Manufacturer narrative:
E.1 other occupation - systems manager (information systems). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patient details were not crossed over. A technical support specialist contacted the customer to confirm the issue related to master case. The specialist checked the enterprise server (es) with the customer using additional patient samples to validate resolution and confirmed that electronic protected health information (ephi) was updated. The customer concluded the issue was resolved, and permission was obtained to close the case. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patient details were not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.